Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The initial reported did not provide device information, which made the device manufacturing location not known, but the likely location of ICU medical costa rica ltd. Was selected for this report.

Event description:
A complaint was received regarding a set extension 8in 0.98pv w/clave/clamp with unknown list number and unknown lot number the report stated that the patient's piv "t-piece", bi fuse, type used by anaesthesia broke at connection point. When flushing saline lock in left foot with 10ml 0.9 nacl prefilled syringe, tubing broke at connection. This piv was leaking at the site with flushing, but after the tubing broke, large amount of blood return back in tubing. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11/12/2025. One photo was shared, where an unknown item and microclave are inside a plastic bag, no clears anomalies are observed based on the photo. One (1) used. List #unknown, set extension 8in 0.98pv w/clave/clamp; lot #unknown and one (1) used. List #unknown, microclave were returned for evaluation. As received an unknown solution residual was noted and a tube separation was noted. As received the tube was observed through uv light and not enough presence of solvent coverage was observed. The complaint of cracks can be confirmed based in the returned physical sample, since no item and lot information was shared, no further investigation was possible to be performed. The probable cause was due to insufficient solvent coverage during manual assembly process in manufacturing.